Manufacturer narrative:
Complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that abbott realtime cmv amplification reagent (5n23-90) is similar to the abbott realtime cmv amplification reagent (09n21-090) sold in the united states. Ticket does not reference a us list 09n21-090 lot number.

Event description:
The abbott realtime cmv assay is an in vitro polymerase chain reaction (pcr) assay for the quantitation of cytomegalovirus (cmv) dna in human plasma or whole blood. The assay is intended for use in conjunction with clinical presentation and other laboratory markers as an indicator of initiation of therapy and for use as an aid in monitoring viral response to antiviral treatment as measured by changes in plasma or whole blood dna levels. This assay is not intended to be used as a screening test for cmv or as a diagnostic test to confirm the presence of cmv infection. The customer encountered a discrepant result when running the realtime cmv whole blood run. The questioned result was 2045 copies/ml. The clinical physician asked for a resistance genotype to be run because this result was x10 more than the previous result. The lab sent this sample, aliquoted from the same primary tube to another lab for genotyping. The outside lab ran the viral load before performing the resistance genotype and found 125 ui/ml (qiagen method). As a result, the outside lab did not perform the genotyping, so the remaining sample was sent back to the customer's lab. On (B)(6) 2018, the lab retested the initial stored sample and the sample that came back from the other lab (diluted ½, because not enough volume). The result from the initial stored sample was 201 copies /ml (313 ui/ml) and although dilution is not supported by the realtime cmv assay, the result of the diluted sample was 40 copies/ml, so pure 80 copies/ml (125 ui/ml). There was no adverse impact to patient management reported in association with these questioned results. Although, it is unknown at this time if a malfunction has occurred. If this observation was caused by an abbott product malfunction and that malfunction were to recur, a false negative result in the realtime cmv assay has the potential to cause or contribute to serious injury or death. History of the patient: woman, (B)(6). This incident is being reported to FDA because the incident occurred in (B)(6) using realtime cmv assay, list number 5n23-90 which is the same/ similar to us FDA approved realtime cmv list number 09n21-090.

Manufacturer narrative:
Section b3, date of event has been updated from 15-aug-2018 to 16-aug-2018. Upon further review it was determined that the dates provided as part of the patient history in b5 were actually sample draw dates. Dates have been updated to test dates in order to provide consistancy with the investigation summary description. The dates have been updated from july 17 to july 20, july 25 to july 30, august 1 to august 6, august 7 to august 10, and august 14 to august 16 as a correction from the initial report. Investigation into this complaint included a customer data review, a quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: the runs on 07/20/2018 , 07/30/2018, 08/06/2018, 08/10/2018, 08/16/2018, and on 08/31/2018 were valid, met all assay specification requirements, and no error codes or flags were displayed. There is no indication that the abbott realtime cmv amplification kit (list 5n23-90) lot 485582 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for abbott realtime cmv amplification kit (list 5n23-90) lot 485582 and its components was performed. The review did not identify any issues which could result in the reported complaint. The CAPA review for abbott realtime cmv amplification kit (list 5n23-90) lot 485582 was performed and did not identify any internal or post-production use issues related to this lot or its components. Complaint history review: the lot specific complaint history review for abbott realtime cmv amplification kit (list 5n23-90) lot 485582 did not identify any additional complaint tickets. Product/system/instrument evaluation: product file sample testing was not performed as there is no indication that the abbott realtime cmv amplification kit (list 5n23-90) lot 485582 is performing outside of established design performance specifications. As stated in the customer data review section, the assay software and the abbott realtime cmv amplification kit (list 5n23-90) lot 485582 are performing as expected. The assay reagents performed as expected and met the assay specification requirements without any error codes. Based on the results of the investigation elements a product deficiency for abbott realtime cmv amplification kit (list 5n23-90) lot 485582 was not identified.

Event description:
History of the patient: woman, 31 years old, 1m65, 66kg (after loss of 33kg) she was at hospital for retinitis. (July 26: discovery of hiv positive, directly aids stage.) July 20 - 153,688 copies/ml - treatment with valganciclovir, july 27 change treatment to foscarnet, july 30 - 13,354 copies/ml, august 06 - 4,053 copies/ml, august 10 - 127 copies/ml and august 16 - 2045 copies/ml result in question (causing request for genotype).

Event description:
There was no adverse impact to patient management reported in association with these questioned results. It is unknown at this time if a malfunction has occurred. If this observation was caused by an abbott product malfunction and that malfunction were to recur, a falsely elevated result on the realtime cmv assay has the potential to cause or contribute to serious injury or death.

Manufacturer narrative:
On october 15, 2018 it was identified that event stated, "there was no adverse impact to patient management reported in association with these questioned results. Although, it is unknown at this time if a malfunction has occurred. If this observation was caused by an abbott product malfunction and that malfunction were to recur, a false negative result in the realtime cmv assay has the potential to cause or contribute to serious injury or death." Statement should have read, "there was no adverse impact to patient management reported in association with these questioned results. It is unknown at this time if a malfunction has occurred. If this observation was caused by an abbott product malfunction and that malfunction were to recur, a falsely elevated result on the realtime cmv assay has the potential to cause or contribute to serious injury or death." Follow up report being submitted to correct this field.